Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 450 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer stated that they never receive any type of alerts or alarms from their insulin pump. The customer was advised to change their reservoir and infusion set. The customer did not have a tubing clamp to finish trouble shooting. A tubing clamp was sent out to the customer and was advised to call back to finish trouble shooting the insulin pump once they had received the tubing clamp. No further information was provided.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
The customer called back to complete troubleshooting and the insulin pump passed the high pressure test.